Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. The photo shows purple discoloration on the catheter. Therefore, the investigation is confirmed for the reported catheter discoloration. However, the investigation is inconclusive for the reported material integrity as there were no objective evidence obtained from the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2023), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the patient allegedly felt a rub under the catheter between the exit site and statlock. It was further reported that the catheter allegedly looked more like a burn mark and also looked like a hint of purple color of the mark. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, the patient allegedly felt a rub under the catheter between the exit site and statlock. It was further reported that the catheter was looked like more like a burn mark and also looked like a hint of purple color of the mark. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.